Event description:
Customer reported low device reading=56 mg/dl @ 5:24 a.m. & 32 mg/dl @ 5:38 a.m. Customer drank some apple juice. At 6:00 a.m., customer began to seize and family member called paramedics & administered a glucogon shot. Family member transported customer to the hosp for assessment. Customer was given 3 liters of an IV saline solution. No controls were used. A request for product was requested and replacement product was sent.